Manufacturer narrative:
H.6. Investigation: this complaint is due to false resistance of vancomycin and qc failure for ampicillin and chloramphenicol with staphylococcus aureus a29213, when using phoenix panel pmic-110 (449036) batch 0282471. No lab reports, product returns or isolates were provided for investigation. To investigate the false resistance of vancomycin, three (3) retention panels from the complaint batch were tested using various in house isolates of staphylococcus aureus (a43300, 4757 & 9424) using a phoenix m50 instrument. The three (3) panels yielded sensitive vancomycin results. To investigate the qc failure, two (2) retention panels from the complaint batch were tested using qc isolate staphylococcus aureus a29213 using a phoenix m50 instrument. The two (2) panels yielded the expected mics per the package insert for both drugs. This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trend was identified for false resistance of vancomycin, however a trend was identified for the qc failure. Based on the severity and rate, a corrective and preventive action (CAPA) investigation was not initiated.

Event description:
It was reported that while using 3 panel phoenix pmic-110 false resistance was observed by the laboratory personnel. An unspecified test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that increased vancomycin resistance. Customer problem: customer reports discrepant results and failed qc using panels (ampicillin and chloramphenicol are failing for sa 29213, vancomycin is giving issues with patient isolates) brittany corbett : 2021-03-26 18:04:22 (gmt): customer also reports issues with qc - sa 29213 ampicillin and chloramphenicol this week (B)(6) : 2021-03-26 17:57:14 (gmt): customer reports increased vancomycin resistance."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 3 panel phoenix pmic-110, false resistance was observed by the laboratory personnel. An unspecified test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that increased vancomycin resistance. Customer problem: customer reports discrepant results and failed qc using panels (ampicillin and chloramphenicol are failing for (B)(4), vancomycin is giving issues with patient isolates). (B)(4): customer also reports issues with qc - (B)(4) ampicillin and chloramphenicol this week. (B)(4): customer reports increased vancomycin resistance."